Event description:
It was reported two screws broke while being implanted. The tip of the screws remain in the patient.

Manufacturer narrative:
It was reported the patient is about (B)(6). The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.